Event description:
It was reported that the patient had inflatable penile prosthesis removed due to erosion into urethra after prolonged catheterization due to an illness. A new inflatable penile prosthesis was implanted at a later date. No further patient complications were reported.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.